Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2005 and a sling was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. On (B)(6) 2010 the patient had surgery to remove the sling by dr. (B)(6) at (B)(6), and the mini arc system was implanted at that time. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion the patient experienced incontinence, frequency and urgency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.